Event description:
It was reported that the device was used during an unk procedure. It was reported that the devices broke at the thread level, after limited reprocessing by autoclave. There were no unusual handling steps that took place. There were no pt consequences.